Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for difficult or delayed positioning (leaflet grasping) from this lot. All available information was investigated and the difficult or delayed positioning (leaflet grasping) was due to patient's pathology/morphology. Additionally, the tissue damage resulting mitral regurgitation appears to be due to procedural circumstances as the damage happened during grasping attempts. The reported patient effects of mitral valve tissue damage and mitral regurgitation as listed in the mitraclip ntr/xtr system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the chordal rupture requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to 1. At the end of (B)(6), the patient returned for the 30 day follow up visit where it was noted the mr had increased to 3. The physician attributed this to anesthesia during the initial procedure which resulted in the remaining mr being underestimated. The clip was confirmed to be stable on both leaflets. On (B)(6) 2019, a second procedure was performed. An attempt was made to advance the steerable guide catheter (sgc) however resistance was met. The dilator slipped into the guide when pushed forward therefore the sgc was unable to advance. The sgc was removed and a small kink was noted at the distal end of the guide. The sgc was exchanged for a new one. The clip delivery system (cds) was advanced to the mitral valve however difficulty was met grasping the leaflets and the chordae was grasped, causing a rupture. The mr increased due to the created flail. The clip was able to be placed at the new flail however the mr remained at 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.